Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was conducted.. The sample returned to the manufacturer for inspection/evaluation and the investigation was confirmed for the dislocation of marker bands. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model atg120122 pta balloon dilatation catheter allegedly experienced device dislodged. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review is currently being performed. The sample returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model atg120122 pta balloon dilatation catheter allegedly experienced device dislodged. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.